Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 500 mg/dl. Customer stated that she had a no delivery alarm and she could not do anything with the pump. Customer is not able to see anything and the buttons are not working, especially the act and esc buttons. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons were responding properly. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads and minor scratches on display window.